Event description:
It was reported the pt experienced pain at the ipg site and in the leg on the same side as the ipg. Reportedly the physician feels the ipg may be pressing on the sciatic nerve. The physician plans surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.